Event description:
Customer reported a motion error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the joystick control cable connector. System operates as intended.